Manufacturer narrative:
Received fifty new. List #c1000, clave¿ connector; lot #8089218. List #c1000, clave¿ connector; lot #8089218. Thirty-five of the fifty new list #c1000, clave¿ connector; lot #8089218 were selected. No damages or anomalies noted. No mating device were returned for evaluation. No used samples were returned for evaluation. The samples were leak tested per product specification. There were no leaks and no disconnections observed. The returned sample met product iso measurement and product specifications. The complaint of disconnection could not be confirmed or replicated on the returned tested devices. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. E1 initial reporter phone number: (B)(6).

Manufacturer narrative:
The device has been received for investigation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a clave¿ connector where it was reported the device leaked chemotherapy during infusion and came in contact with the patient and nurse. It was reported that the connection was coming apart for no reason. The line was not pulled on and spontaneously detached from the tubing line. The disconnection occurred at the connection site between connector and either the tubing of port or the primary tubing. The set up was the connector was connected directly on the end of either the patient¿s port line or peripheral intravenous (IV) line. The primary tubing was then connected into the luer lock of the connector. The connector and tubing was replaced and the therapy was resumed. There was patient involvement and a delay in therapy, however no report of patient harm. This captures the second of two occurrences.